Event description:
It was reported that a revision surgery was performed due to dislocation/infection. Liner and head were exchanged.

Manufacturer narrative:
It was reported that a revision surgery was conducted due to dislocation. The complained device has not been returned for investigation. The device could therefore not be evaluated and the stated failure mode not independently be confirmed. No medical documents were received for investigation. Therefore, no medical assessment could be performed. A review of the batch record revealed no deviations from the standard manufacturing process. Material and sterilization certificates are available and according to specification. Based on available information, there is no indication that the devise did not meet specification at the time of manufacturing. However, the root cause cannot clearly be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless smith and nephew will continue to monitor the device for similar issues. The complaint will be reopened should additional information or the complained device become available.